Event description:
Patient presented to physician with seroma on (B)(6) 2021 following (B)(6) 2021 implant. Physician drained the seroma and prescribed antibiotics. Patient was seen by the physician on (B)(6) 2021 and issue was fully resolved.

Event description:
Patient presented back to the physician with wound dehiscence and crusting over the ipg incision site. The wound was cultured and came back negative for infection (B)(6) 2021. Patient was prescribed a continued series of antibiotics. Physician performed surgery to reposition the ipg to address the patient¿s issue.